Manufacturer narrative:
(B)(4). The device was returned for analysis. Device analysis revealed a damage/flake-off in the femoral marker. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft was found within the telescope section of the device. Imaging core windup were found within the telescope section and the sheath section of the device. Windup were encountered in the single heat shrink area and the non-heat shrink area in the telescope area and the sheath area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on 08-dec-2016. It was reported that lost image occurred. An opticross¿ imaging catheter was selected for use. During the procedure, no image appeared after pullback was started. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damage/flake-off in the femoral marker.